Manufacturer narrative:
The reported event could be confirmed, since the plate is broken as described in the event description. The device inspection revealed the following: the visual inspection has shown that the returned plate is broken apart at the upper part of the shaft at a locking hole. There are slight scratches all over the plate, but afterwards it cannot be defined if these damages were caused during insertion or extraction. The microscopic examination of the fracture surface reveals the fracture to be a typical fatigue fracture evident by a smooth topography in the fatigue zones with a uniform fine-grained texture over almost the whole surface of the fracture face. Lines of rest are visible on both sides of the fracture, starting on the top corners of the hole. There are shiny surfaces on one fracture face, which indicates that the fragments rubbed against each other after the breakage. The relevant dimensions of the plate were verified during the investigation and no deviation from the specification was detected. A review of the device history for the reported lot did not indicate any abnormalities. The used material corresponds to the material defined on the drawing, to the internal material specification and as well to the international standard astm f136-13 for wrought titanium-6aluminum-4vanadium eli (extra low interstitial) alloy for surgical implant applications. The affected lot number ac9730 was manufactured in september 2023 with a lot size of 32 pieces and we are not aware of any other complaints in regard to this lot number. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The plate was returned for evaluation, and no product related issue could be detected. The evaluation of the plate has shown that fatigue did lead to the breakage of the device. There are several points that could have contributed to the event, but more detailed information, like pre-, intra- and post-operative x-rays in different planes, operation reports, patient details and history must be available for a complete assessment. Based on the available information was there no bone consolidation after four months, which may have played a certain role, but just based on this information the root cause of the breakage cannot be defined. In this relation following statement of the axsos 3 implants instructions for use (v15300 rev. Aa, 04-2021) can be pointed out: "the lifetime for internal and external fixation devices is defined by their function in the human body. Internal or external fixation devices for osteosynthesis is intended to keep bone fragments/segments in a correct anatomical position until reliable bone consolidation is achieved. But it must be considered that these devices are developed based upon the available scientific knowledge at the time of design and manufacture. The current scientific literature on the time the fracture takes to heal, as related to the axsos 3 implants or to similar benchmark devices, is limited and varies by the location and type of fracture treated. Relevant clinical data sources report means times to bone consolidation ranging from 1.7 to 5.4 months for upper extremity fractures and 2.5 to 8.3 months for lower extremity fractures, which is in line with the generally expected ability of the devices to provide stable bone fixation as detailed above. These devices are not intended to have a permanent function. It is known from the clinical literature that if bone consolidation is not achieved, these fracture fixation devices may break and may require removal. This, however, is dependent upon numerous individual factors, including but not limited to a patient¿s genetic makeup, pre-existing medical conditions, gender, age, body weight, bone quality, patient activity, and other variables." If more information is provided, the case will be reassessed.

Event description:
It was reported by the customer that: "surgical revision of a patient initially operated on 01/09/2024 for distal fracture by placement of stryker plate ref: 627640slot: ac9730. The plate is broken, surgical revision on (B)(6) 2024 by re-installation of zimmer material." Rehospitalization and high-risk postoperative care in an elderly patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the customer that: "surgical revision of a patient initially operated on (B)(6) 2024 for distal fracture by placement of stryker plate ref: 627640slot: ac9730. The plate is broken, surgical revision on (B)(6) 2024 by re-installation of zimmer material." Rehospitalization and high-risk postoperative care in an elderly patient.